Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va1tb8v, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device did not work for patient and that they removed it because their leg and hip was hurting so bad. It was also reported that the wires were broken and still remained in patient in their spine.  No further complications were reported/anticipated at this time.